Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: the customer reported as follows: after establishing an IV route, the hcp pressed the button and attempted to retract the needle but the needle was not retracted. The hcp withdrew the needle from the vessel and discarded it. According to the sales rep's information, this issue has continuously been occurring only with 24g products at this customer's side and the customer is suspicious about a product defect.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: the customer reported as follows: after establishing an IV route, the hcp pressed the button and attempted to retract the needle but the needle was not retracted. The hcp withdrew the needle from the vessel and discarded it. According to the sales rep's information, this issue has continuously been occurring only with 24g products at this customer's side and the customer is suspicious about a product defect.